Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted/advancer bypass the analysis results found that one (B)(4) device was received in good visual condition. The device was cycled, fed four clips conforming and the advancer bypassed one clip causing a pear shaped clip. The jaws remained in closed position thus, the trigger was manually assisted in order to open the jaws. It should be noted that a corrective action has been initiated to address the root cause of the advancer bypass issues. Finally, the device locked out as intended but the orange indicator did not show up. Possible causes for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was not clipping. Another device was used to complete the case. There was no adverse consequence to the patient reported.